Manufacturer narrative:
Age at time of event: patient is over 18 years old.

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite was advanced for dilatation. However, during inflation, the balloon ruptured before reaching rated burst pressure. The procedure was completed with another of same device. No patient complications were reported.